Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had low blood glucose of 40 mg/dl. Customer ate some sugar and glucose tablets. Customer's blood glucose then spiked to 298 mg/dl. Customer was advised that he should do a bolus or a manual injection. Customer was programming a bolus while on the call.